Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: there were unexplained pump reboot events observed in black box on the complaint date. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap had damaged threads. The battery compartment was cracked. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The display screen was dim and discolored.